Event description:
The report stated that during a total abdominal hysterectomy on a pt with normal vital signs, the divider of the ligasure impact device ran off track. This caused the jaws of the device to lock shut. There was no injury reported.

Manufacturer narrative:
Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because, it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2mm apart) before activating the cutter. We will continue to monitor for these reports and investigate if a trend develops. If more information becomes available a follow-up report will be provided.